Event description:
Report rec'd from abbott intl affiliate (abbott australia) of a reported overdelivery. A summary of the report follows: the pump was programmed in the continuous mode of delivery into the spinal space set at 1mg/hr. The "pump delivered 29 ml in approx 12 hrs when it should only have delivered 12 ml. The pump indicated that 12.8 ml had been delivered, when it actually delivered 30 mg within 12 hours." The medication being infused was bupivacaine (0.5mg/hr), midazolam (0.1mg/hr), and morphine (10mcg/hr) for spinal anesthesia. The device was disconnected and removed. There was no intervention required. "No adverse outcome -- pt recovered." It was believed that "the degree of numbness in pt's legs was greater than would have been expected given the conc of drug and vol that should have been delivered." Though requested, no further info was available.